Event description:
User received an erroneous creatinine result for one pt sample. Initial result was 3.1 mg per dl and was reported. The doctor questioned the result and requested another sample be drawn. In 2009, a second sample for this pt was drawn and generated a result of 1.3 mg per dl. In the next day, both samples were repeated. The original sample gave a repeat result of 1.6 mg/dl twice. The redraw sample gave repeat results of 1.4 and 1.5 mg per dl. The pt was not adversely affected and treatment was not given based on the original result.

Manufacturer narrative:
The field service rep was unable to determine a cause. Precision runs and qc were run to verify analyzer performance. All results met specifications.